Event description:
Potential noise seen on various rv lead recordings. Short interval graph on home monitoring short interval activity on various dates going back at least one year. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.